Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Per additional information received, the patient had experienced incomplete bladder emptying, urinary retention secondary to pubovaginal sling, apical vaginal vault prolapse, recurrent urinary incontinence, persistent elevated postvoid residual urine (postoperatively, increasing, per (B)(6) 2008 operative report), severe scarring of the anterior vaginal wall along the urethra, significant retraction of the vaginal muscosa into the intense scar tissue, pelvicol graft was "completely encapsulated with no evidence of tissue ingrowth into the material", a band of tissue present at the proximal urethra adjacent to the bladder neck, transverse fibers of the previous rectus fascia sling could be identified, the urethra was thin and scarred at site of the previous rectus fascia sling, the rectus fascia sling was scarred to the urethra along the sites of the mesh sling location, and the retropubic space was scarred significantly from the recto fascia sling and the 2 previous mesh tape slings.

Manufacturer narrative:
(B)(4).